Manufacturer narrative:
(B)(4) - intraocular pressure rise; pupillary block; (secondary surgery). Incorrect for patient. (Lens explanted). (Vaulting, excessive). Evaluation method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Method: device history record review result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #(B)(4).

Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting. Subsequently, the patient experienced pupillary block and elevated intraocular pressure (iop) (45mm hg). The reporter stated for the first two days post-op, the lens had a mild vault and the surgeon enlarged the peripheral iridectomy, but with no success. The lens was exchanged for a shorter lens. The surgeon felt the event was not due to the icl, it was more of an issue with poor sizing.